Event description:
The user reported that the incision site from their sensor insertion, which had initially healed, reopened on (B)(6) 2026, with discharge and localized warmth. The user indicated that their healthcare provider was aware and had prescribed medication to address the symptoms

Manufacturer narrative:
The user was advised to follow up with their healthcare provider and to follow the recommended course of treatment. Development of infection at the insertion /removal site is a known and anticipated potential adverse effect, which does not require additional investigation. A review of the device's manufacturing records indicated that the sensor lot met all requirements including sterilization requirements for release.